Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The monitor was unable to complete a baseline test. The cause for failure was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.